Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection identified that there was separation between the tubing and the spike adapter, confirming the reported condition. It was determined that the tubing insertion was below specification limits for insertion tolerance. The cause was undetermined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing separated from the spike on a clearlink system y-type blood set prior to use. The tubing could be easily removed with no resistance. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: a request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.